Manufacturer narrative:
No device analysis results are available because the device remains implanted. The cardiomems¿ hf system user manual (la-400275) states that accuracy of the cardiomems hf system is slightly affected by large changes in elevation between the initial baseline calibration and subsequent measurements. (+2 mmhg/305 meters elevation change). Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that after the patient moved to higher elevation in (B)(6) 2021 the site interpreted their increased pressures as indicative of the patient's condition and the patient was over-diuresed causing a syncopal episode. The cardiomems system user manual states that accuracy of the cardiomems hf system is slightly affected by large changes in elevation between the initial baseline calibration and subsequent measurements (+2 mmhg/305 meters elevation change).